Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0327795 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that 4 relion® insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328521; batch no: 0327795. Consumer wife reported her husband found 4-5 syringes from this box when removed needle shields, the needle assembly was within the needle. They discarded the samples. Sending replacements to pharmacy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 relion® insulin syringes experienced hub separation from the device. The following information was provided by the initial reporter: material no: 328521 batch no: 0327795. Consumer wife reported her husband found 4-5 syringes from this box when removed needle shields, the needle assembly was within the needle. They discarded the samples. Sending replacements to pharmacy.